Event description:
During initial assessment, an increased intra-peritoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) was 1243 milliliters (ml). The programmed fill volume was 2000ml. This information gave a total drain volume of 3243ml, which meets iipv criteria. On (B)(6) 2010, (B)(4) followed up with the homepatient (hp)'s nurse, and provided the results of evaluation and the probable cause identified. The nurse stated that she believes the hp may have bypassed. The nurse stated that she instructed the hp to stop performing bypass on the device. The nurse also reported that the hp was doing well on the new cycler with no reported, issues. No patient injury or medial intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. Review of the device's previous service record revealed no issues were identified that may have contributed to the difficulties of iipv or draining difficulty. There is no indication of use error or misuse of the device identified, no association with a mislabeling and the adequacy of the labeling is not being questioned. The probable cause of the additional iipv was determined to be: insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low at 70%. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).